Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mild tortuous, moderately calcified and chronic totally occluded lesion in the superficial femoral artery (sfa). During removal of the 018 hi-torque connect guide wire from the patient anatomy it was noted that the tip coil was broken; however, the guide wire remained in one piece. A new connect guide wire was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mild tortuous, moderately calcified and chronic totally occluded lesion in the superficial femoral artery (sfa). During removal of the 018 hi-torque connect guide wire from the patient anatomy it was noted that the tip coil was broken; however, the guide wire remained in one piece. A new connect guide wire was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.